Event description:
It was reported that the external pulse generator (epg) displayed a self test 0004 error. The battery was reinserted and the error was cleared and the epg powered on without any issue. The device remains in service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).